Event description:
It was reported that a "low warning triggered" with a count of 8 being observed and a lead polarity switch to unipolar for the ventricular lead. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.